Event description:
It was reported that this right atrial lead exhibited a high out of range pacing impedance measurement, measuring greater than 2000 ohms. Upon review, trending shows the lead stable until the out of range measurement occurred. In addition, there was evidence that the patient required atrial pacing. Technical services discussed troubleshooting and programming options with the health care professional. The right atrial lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).